Event description:
Found during routine testing. The customer reported that the device would not charge the defibrillator. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the defibrillator would not charge. The high energy transfer relay was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.